Manufacturer narrative:
The straight suction was returned to the manufacturer for evaluation. Testing found that when connected to a known operational I instrument tracker, the suction would not verify. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site was unable to verify their straight suction. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. While troubleshooting the reported issue after the procedure, the instrument could be verified with an error metric of 1.9 mm following a few attempts. Additionally, the instrument was noted to be inaccurate on a test head.